Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that there were problems with the c7000 cusa clarity console on (B)(6) 2019. It was reported that when the footpedal was pressed, the screen lighted up the right amplitude and the side bar indicated the correct output power (there were no errors) but the ultrasounds did not work properly; the tissue was not emulsified. There was not enough power even if the amplitude was set at 100%. The device was in contact with the patient but there was no patient injury. The event led to an increase of surgery time of 30 minutes.

Manufacturer narrative:
The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. There is no service history for the device. Since the product was not returned to integra, the evaluation is unable to be performed. Therefore, an investigation for cause is unable to be performed. Device identifier: (01)10381780126232 product identifier: (B)(4).